Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4). Not returned to manufacturer.

Event description:
It was reported the aquacel ag surgical dressing was applied to a closed knee incision in which the end user developed red skin under the adhesive border of dressing. The end user was prescribed a steroid by the surgeon and advised to discontinue the dressing. There was no untoward effect to the end user per the information provided.